Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. A cracked case near the display window corner, cracked display window, cracked reservoir tube lip, cracked belt clip slot and a stained end cap sticker.

Event description:
Customer reported a button error on her insulin pump. During a bolus delivery the esc button stopped working. Customer's blood glucose is 94 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.